Event description:
A pt reported experiencing hypoglycemia while using a one touch meter. On 6/2001, pt had two successive blood glucose readings of 39 mg/dl and 266 mg/dl on the ot meter at 1:00am. Pt did not experience any symptoms at the time of testing. Based on the second ot meter reading of 266 mg/dl, pt took a bolus of 3u of insulin. At 4:00am, pt was sweating profusely while having a blood glucose of 41mg/dl on ot meter. Pt drank some juice. At 04:36, pt's blood glucose was 96 mg/dl on ot meter. Pt disconnected insulin pump for about 2 hours. At 6:57am, pt's blood glucose was 410 mg/dl on meter. No further info has been provided. No allegations of harm have been made.